Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the distal electrode was covered in blood. The helix was compressed and bent. Visual analysis noted apparent explant damage. The lead was returned with the helix bent/compressed. The analyst could not perform helix extension/retraction/length testing due to the condition of the returned lead/helix. All electrical testing was within specified parameters.

Event description:
It was reported that during the one-year device follow-up a "stimulation default" was found on both leads. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.